Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent moved on the delivery balloon. Vascular access was obtained via the left median vein. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein shunt. A 7.0x60x75cm express ld vascular stent delivery system (sds) was advanced "with a little more force than usual" but the device would not cross the target lesion. It was noted that the stent had moved on the balloon. The target lesion was dilated with a mustang balloon catheter and the procedure was completed with another of the same express ld vascular sds. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.